Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was performed using four proglide devices via 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to a 16f on the rcfa and a 14f on the lcfa. The aaa was completed and hemostasis was achieved using the pre-placed proglide sutures along with the sutures of one additional proglide device in the lcfa. Three additional proglide devices were attempted in the rcfa; however, hemostasis could not be achieved. There were no issues with the proglide devices other than that hemostasis could not be achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was a delay in the procedure due to manual aterial compression being applied for 30 minutes but no reported significant impact to the patient. The physician is reportedly trained in the use of the proglide device. No additional information was provided.